Event description:
The patient is a male with unstable angina, diabetes, and hypertension. The lesion is considered a risk factor. It is severely calcified, very tortuous, 95% stenosis in the distal lad. The vessel was cannulated with 7f xb 3.5mm guiding catheter and a runthrough guidewire. The lesion was predilated 3.0 x 20mm ruijin plus balloon, the physician tried several times to cross a cypher select plus stent. Initially, it failed to cross into the lesion, but eventually did. When the physician applied negative pressure to the device prior to deployment at the target site, he found blood mixed with the contrast medium in the barrel of the inflation device. The procedure was successfully finished with a xience v stent. There were no reported patient complications.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.